Manufacturer narrative:
It was reported that there was condensation build up in the life2000 combo tubing and the patient complained of shortness of breath and was subsequently hospitalized for pneumonia. The patient in this event is a 79-year-old female with a medical history of chronic respiratory failure with hypoxia and copd. Prior to this event, the patient was hospitalized on (B)(6) 2022 for hypoxic respiratory failure and influenza (dt 52839). On(B)(6) 2022, the hillrom trainer went to the hospital to titrate the settings on the life2000 device, and the patient was discharged on (B)(6) 2022. The patient was using the life2000, and it was functioning appropriately with no alarms noted. On (B)(6) 2022, the patient¿s caregiver noticed condensation build up in the combo tubing from the oxygen concentrator moving up the combo tubing towards the ventilator. The patient complained of shortness of breath and was switched to nasal cannula as she needed continuous oxygen flow at the time. The patient was taken to the hospital and admitted for shortness of breath and right lung pneumonia. The caregiver stated the device is in an open hallway, no moisture, no direct light, and no heat source near it. A photo of the tubing was sent to the hillrom trainer. At the time of this report, the patient was on bipap and high flow oxygen due to high co2 (96). The hillrom respiratory clinician advised the caregiver to hold use of the life2000 and consult with the patient¿s health care team. The caregiver was also referred to the dme company to check the oxygen concentrator and humidifier. Hillrom arranged to pick up the life2000 system and send a new system to the trainer. The caregiver stated the patient¿s physician asked what changed from hospital to home and the caregiver stated she did not use the trilogy ventilator. The patient¿s health care team ordered the trilogy ventilator while the patient was in encompass (rehab facility). The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. An inspection of the returned ventilator and compressor was performed by hillrom. The ventilator was connected to the compressor using the returned 20 ft combo hose in an extended range configuration and the returned patient circuit was connected to the ventilator. Using an invacare platinum xl 5 liter oxygen concentrator, 5 liters of oxygen was bled in via the returned combo hose and patient circuit. Therapies were run at low, medium, and high activity levels and no error message or alarms were observed. The ventilator and compressor functioned as designed. The invacare oxygen concentrator performed as intended and the flow meter did not fall below the set point of 5 lpm. Pneumonia is an infection that inflames the air sacs in one or both lungs. The air sacs may fill with fluid or pus (purulent material), causing cough with phlegm or pus, fever, chills, and difficulty breathing. In this event, the patient developed shortness of breath while using the life2000 and was subsequently hospitalized for pneumonia. No device malfunction was identified during inspection. The cause of the event is unknown but likely multifactorial due to the patient¿s underlying pulmonary pathology and recent hospitalization for hypoxic respiratory failure and influenza. Additionally, a system interaction/malfunction between the life2000 and third-party vendor oxygen concentrator and humidifier cannot be ruled out at this time. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred.

Event description:
It was reported that there was condensation build up in the life2000 combo tubing and the patient complained of shortness of breath and was subsequently hospitalized for pneumonia. This report was filed in our complaint handling system as complaint #(B)(4).